Manufacturer narrative:
H.6. Investigation results: device/batch history record review findings: DHR review was performed on the following lot numbers: 7188638 the lot number was built on afa line 7, from july 10, 2017 thru july 16, 2017. 7296541 the lot number was built on afa line 7, from october 27, 2017 thru october 31, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used iag 20ga unit and two paper top web labels from the lot number 7188638. Received one paper top web label from the lot number 7296541. Visual/microscopic examination: the needle was retracted, and the white button depressed. The needle was reassembled to the out position. It was observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. The defect needle retraction failure; as stated as the reported code was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The root cause relationship of device to the reported incident is indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Corrections and CAPA corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7188638. Medical device expiration date: 2020-06-30. Device manufacture date: 2017-07-07. Medical device lot #: 7296541. Medical device expiration date: 2020-09-30. Device manufacture date: 2017-10-23.

Event description:
It was reported that after use a bd insyte¿ autoguard¿ shielded IV catheter malfunctioned as ¿the needles failed to retract, which resulted in a needle stick injury.¿ medical intervention was needed as ¿staff member underwent facility needle stick protocol.¿